Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the rca and one resolute onyx stent was implanted into the lad. During the procedure dissection was observed in the 1st diagonal branch. No treatment was carried out. Patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. Sponsor assessed the event as not related to the anti-platelet medication and possibly related to the index device.